Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the first instrument found no abnormalities. Functionally, the instrument was loaded with single use loading unit. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual and functional evaluation of the second instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic spleen preserving distal pancreatectomy, the stapler was unable to fire. After attempting to use both handles and reload, the surgeon fired both staplers outside the body of the patient, and they performed fine. The buttress material was not on the reload at the time of this firing. The competitors stapler did eventually work, but the buttress material had to be removed. The first handle had been fired previously with a reload successfully. In order to complete the case, after attempting to replace the stapler and reload, and the replacement didn't work, it was decided by the surgeon to utilize the competitor's powered stapler. She use a green reload first, which also failed. A black reload with no buttress material (on all previous reloads, buttress material had been applied) on the competitor's powered stapler eventually worked on the tissue. The patient status is unknown.